Manufacturer narrative:
This report is based solely on device return and analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; proximal segment returned and analyzed.

Event description:
Atrial lead impedance greater than 4000 ohms and atrial lead fracture were reported. The lead was returned to manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.